Manufacturer narrative:
The boston scientific field representative was contacted for information on an electrode revision for this patient. The representative was not aware of any intervention with this patient, and noted the facility would not perform an electrode revision, or new defibrillation threshold (dft) testing, without a boston scientific representative present. This investigation will be updated when the clinical research monitor receives information from the study site. The device manufacture date for this product is november 5, 2015.

Event description:
Boston scientific received information that this electrode was repositioned. However, no further information has been provided. The patient is included in a clinical study; therefore, the clinical study monitor has requested the details of the adverse event be added to the clinical database. No additional adverse patient effects were reported.